Event description:
It was reported that the customer cannot put the insulin into the pump. Customer needs to rewind the insulin pump, so the reservoir fits correctly into the pump. Customer's blood glucose level was 256 mg/dl. Customer treated with a bolus delivery during lunch time of 3.0 units. Customer successfully completed the rewind and prime process. Customer later had to use the bolus wizard and her blood glucose was high at 600 mg/dl. Customer was not getting insulin delivery. Customer used 10.0 units of insulin using a manual bolus. Customer gave herself about 4-6 units of insulin before she received a no delivery alarm. Customer gave herself 4.45 units from bolus and 4.0 units from a manual injection. Customer was advised there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer changed out the infusion site and is going to monitor her blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).